Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h10: visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that the device cutting wire was not in contact with the tissue when it was energized, additionally as per complaint information the failure found was noted during preparation, outside the patient and dfu instructions states that the device has to be in contact with the tissue to be energized. Therefore, the most probable cause of this complaint is failure to follow instructions since problems traced to the user not following the manufacturer's instructions. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a jagtome rx 49 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during unpacking outside the patient, the nurse noticed that the cutting wire was broken. The procedure was completed with a second jagtome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 49 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during unpacking outside the patient, the nurse noticed that the cutting wire was broken. The procedure was completed with a second jagtome rx 49. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.